Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was having discomfort at the ipg site due to the size of the ipg. Surgical intervention took place to explant and replace the device which resolved the issue.